Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence because the cuff was too big; therefore, the component was removed, and two cuffs were implanted. No further patient complications were reported.